Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue was patient condition related because the impella was unable to pass into aorta due to severe peripheral artery disease (pad). As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that that the cardiac surgeon attempted three times to insert the pump in the patient heart; however, was unable to pass the aorta due to severe peripheral artery disease. The cardiac surgeon attempted multiple other times different routes; however, was unable to implant the impella cp due to the patient¿s anatomy and ultimately aborted the procedure.